Event description:
During rounds, staff member found resident lying on call light. Call light top was off, with bare wires exposed, resulting in 3-4 small superficial burned areas, right thigh, and second degree burn on distal area. Two areas had fourth degree burns. Resident is incontinent, and was incontinent when accident occurred.